Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified de novo mid circumflex artery. A 2.0 x 12 mm traveler balloon catheter was used for pre-dilatation. A 3.5 x 15 mm xience prime stent was deployed and post-dilatation was performed with a 3.5 x 12 mm nc traveler when a distal edge dissection occurred. Another 3.5 x 15 mm xience prime stent was implanted to treat the dissection and successfully complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.